Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2022 at desert (B)(6) center. The symptom reported by the patient is dehydration. The patient was treated with a prescription for blood pressure medication. The patient was also given insulin and electrolytes. The patient was released from the hospital on (B)(6) 2022. The patient alleges that because they had not received their replacement pdm( personal diabetes manager) by (B)(6) 2022 that the product is responsible for their dka. The pod was not worn since (B)(6) 2022.